Manufacturer narrative:
D.4: unique device identifier not available. E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the structured query language (sql) server (mssql) services were not running, which prevented connection to the rpt database. A technical support specialist (tss) started the required services, reconnected to the database using ssms, and restarted the extract transform load (etl) job despite no errors found in the history. Further validation confirmed report generation in pes and successful login to health sight viewer. The customer was contacted and verified both functionalities, confirming the issue was resolved, and approval was obtained to close the case. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, unexpected error occurred, please try again later appeared each time reports were run in the pyxis server. Reports such as refill and discrepancies could not be generated, and health sight viewer was also down and not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.